Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test properly. No blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had flashing, white display screen. The blood glucose was 250 mg/dl at the time of the incident. Troubleshooting steps were guided for flashing, white display screen. Display did not return after pump restart. Customer stated that, the display was not blank less than 30 seconds. Customer stated that, the display was blank currently. Customer advised to replace and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.